Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was returned and visual and dimensional examination of the returned part state that no problem was found with the device and the device was conforming to print specifications. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The root cause of the reported event is attributed to use error (confirmed by the surgeon), as it was stated that the surgical technique, and not the instrument led to the reported event. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: event was serious injury only, and not a product problem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unknown femoral notching incident. No known permanent impairment or required intervention. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while using the cutting block the surgeon experienced a significant femoral notching incident.